Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The de novo 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified 2.0x20mm balloon. Resistance was noted during insertion of the 3.0x20mm promus element coronary drug-eluting stent system. The stent was not able to be placed as some of the struts were damaged after becoming caught in the calcified tissue. The device was removed without issue and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed proximal stent damage. Struts on rows 3 to 5 were raised and misaligned. Kinks were observed along the entire length of the hypotube. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The de novo 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified 2.0x20mm balloon. Resistance was noted during insertion of the 3.0x20mm promus element coronary drug-eluting stent system. The stent was not able to be placed as some of the struts were damaged after becoming caught in the calcified tissue. The device was removed without issue and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.